Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor failed incoming pulse testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. Upon eval, the monitor failed incoming pules testing. The monitor delivered a monophasic pulse and then reset. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.